Event description:
I had a bilateral mastectomy in 2007 with reconstruction. Beginning in about 2010 I began having issues, capsular contracture: severe fatigue, headaches, pain. I've had about 5 surgeries since 2007. My symptoms have gotten worse. I have vision issues, growths (cysts) on organs, white spots on skin and I feel dizzy most of the time. FDA safety report ID# (B)(4).